Manufacturer narrative:
The returned device was evaluated and no damages were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. No other damages or defects noted during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and mental distress. The patient had gone to the nurses office at school where the nurse had removed the pod and administered an excessive amount of 30 units of fast acting insulin via pen injection. It was reported once the pod was removed from the infusion site (back) it was found to be bent. Once at the hospital the patient had a physical examination, urine test and lab work performed. In addition the patient was given an intravenous of fluid and carbohydrates. The patient was released from the hospital after 6 hours. The patient's blood glucose history are as follows: time; 1:15 am, bg(mg/dl): 437; 12:32 pm, >500; 1:37 pm, >500; 2:12 pm, >500; 3:00 pm, 354; 5:04, 309; >500; >600.